Event description:
The transend guidewire would not advance into the right hepatic artery. While withdrawing the wire, the physician attempted to reshape it and the tip of the wire subsequently broke. The procedure was successfully completed with another unit. The pt's post-operative condition was described as good.